Manufacturer narrative:
(B)(4). The complaint mr370 adult reusable chamber was not returned to fph in (B)(4) for investigation. The distributor provided additional information regarding the reported complaint. Our analysis is accordingly based on the information provided by the distributor and our knowledge of the product. The distributor reported that the o-ring gasket of the chamber was not fitting properly to the chamber base and no that damage was observed on the gasket. Without the complaint devices, we are unable to conclusively determine what may have caused the problem reported by the distributor. However based on the reported information, it is possible that the water leak was caused by the the gasket not being fitted properly to the chamber base. A lot check revealed no other similar complaints for lot 150506. This is the only complaint of this nature that we have received in the past 24 months for the mr370 adult reusable chamber.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (fph) representative that a mr370 reusable humidification chamber was leaking. This was discovered before patient use.